Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting a discordant sars result, receiving a different result when taking two tests from the same box (one positive, one negative). No confirmation testing has occurred. Multiple attempts were made to gather further information from the customer but were unsuccessful.